Event description:
The customer reported the device alarmed due to a vent inop data acquisition pcba adc reference failure. The customer reported the ventilator was in use on a patient, but no patient harm reported. The customer provided some error codes that indicate an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer was advised by product support engineer to check the data acquisition to motor controller cable. The customer replaced the data acquisition to motor controller cable to correct the reported problem. Per customer the unit is now back in service.